Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, the irrigation was not priming. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without delay, and that there were no adverse consequences or medical intervention.

Event description:
It was reported that during a surgical procedure at the user facility, the irrigation was not priming. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without delay, and that there were no adverse consequences or medical intervention.